Manufacturer narrative:
Other, other text: b3: event date unknown. D4: UDI number unavailable. G5: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a no cassette' alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed the date setting was misaligned and a no disposable alarm occurred during pump operation. Functional testing was performed but the reported issue could not be replicated. The root cause was determined to be a possible defective downstream sensor, upstream sensor, or cassette product. The downstream sensor was replaced and upstream sensor re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.